Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was 507 mg/dl, current blood glucose is 234 mg/dl. The customer stated that the drive support cap was normal. The customer was treated high blood glucose with manual injection. The customer had symptoms like nausea, weak, difficulty in breathing and stomach pain. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was clarified that the customer was hospitalized for three days due to the high blood glucose levels.